Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead had poor fixation and slipped out easily from the lateral branch due to cardiac motion, which was confirmed via fluoroscopy. Multiple lv leads with different curves were used but were unsuccessful. The initial lv lead was noted to lose its stiffness due to heat exposure from the prolonged procedure. The physician elected to abandon the procedure as the lateral branch could no longer be accessed due to pulsation and patient¿s anatomy. There were no patient consequences.